Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -8.5/+1.5/084 (sphere/cylinder/axis) tore during insertion into the eye. This occurred on (B)(6) 2021. The lens was removed and replaced intraoperatively with an alternate lens and the problem was resolved.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).